Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified concentration of an unspecified total parenteral nutrition (tpn). No specific pump programming parameters were provided. After an unspecified length of time, the customer contact reported a leak at the level of the filter of the tubing set. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No med interventions were required. No additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.